Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. A system check showed that the cartridge and infusion set tubing were functioning as expected. The customer reconnected to the infusion set site and resumed insulin delivery without receiving another alarm. No supplies were changed.